Event description:
Note: this is one of two complaints that occurred during the same procedure. Reference manufacturer report number #3005099803-2009-05648 for the associated device report. It was reported to boston scientific corporation that two resolution clip devices were used during a hemostasis procedure performed on (B)(6), 2009 (patient is over 18 years old). According to the complainant, during the procedure, the physician positioned the clipping device within the patient to treat a bleed. The doctor attempted to open the jaws of the clipping device to grasp the tissue. However, the jaws would not open to their full width and the clip would not deploy off of the catheter. The sheath grip detached and kept slipping down from the handle exposing the wire interior. The entire device was removed from the patient. A second resolution clip device was used with the same result. The procedure was completed with a third resolution clip. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
Failure to open fully. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).